Event description:
A home patient (hp) reported to baxter latin america that one of the tips was damaged and had fallen off. There was not patient involvement as this was prior to use, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The actual sample was received for evaluation. Visual inspection was performed to the set and the results was not satisfactory, the overpouch was opened and the spike and protector tip were dirty which evidenced that this report is related to incorrect handling of the product before use. The sample was then submitted for an underwater pressure test (air 8psi) and passed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.